Event description:
It was reported that pump touchscreen took longer than expected to respond and required several taps. Customer¿s blood glucose value displayed as ¿high". Customer gave a correction injection using multiple daily injections, had already performed a pump reset with a previous agent, and was unwilling to continue troubleshooting, while technical support explained that pump prioritized tasks which could delay touchscreen response.